Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer was using fiasp insulin. Tandem technical support educated customer on insulin labeling. There was no patient involvement as the customer had not begun insulin therapy with the pump.